Manufacturer narrative:
(B)(4). Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, insufficient preparation prior to use or from interactions with other devices. Although return of the mini trek may have further aided the investigation, there was no report of any leaks noted during preparation for use and the catheter was initially pressurized once without incident, which suggests that the balloon was not damaged prior to the procedure. Additionally, as the lesion was mildly tortuous, moderately calcified and 99% stenosed, this likely contributed to the experienced rupture. In this case, the balloon material likely became damaged (scratched) from interactions with other devices and/or the tortuous and calcified lesion, such that the balloon ruptured upon a second inflation attempt. Additionally, during manufacturing, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rbp and balloon integrity. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing for balloon rupture pressure met manufacturing criteria. Based on the information provided, the reported balloon rupture appears to be related to circumstances of the procedure and not a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient, and device information. Guide wire: xt-r, sion blue; guide cath: launcher 6f jl4, corsair. The customer reported the device was discarded. A follow-up will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the mid left anterior descending artery with mild tortuosity and moderate calcification. The 2.0 x 15 mm mini trek was advanced to the lesion for pre-dilatation. The balloon was inflated to 12 atmospheres (atm), for 15 seconds; however, during the second inflation of 14 atm, for 15 seconds, the balloon ruptured. A 2.5 x 15 mm trek was used to complete the procedure. There were no adverse patient effects. No additional information was provided.